Event description:
Customer reported malfunction on pump, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted customer with resetting the pump, which resolved issue as malfunction code did not recur. Customer was advised to continue using pump and to call back if issue reappears. No additional information was received regarding the outcome of event.